Manufacturer narrative:
Based on the completed investigation, the identity of the crystalized material and the root cause of why it remained in the device could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the technician indicated that there was crystallization at the leak test connector. The cause could not be determined. There was no patient involvement.